Event description:
As reported via medwatch mw5167940: this is a 51-year-old female who is 4 months status post revision left total knee arthroplasty for instability. She recovered well and her instability was resolved, however developed persistent mild aching and swelling in the knee. Radiographs revealed a broken locking wire from her polyethylene insert. We discussed revision with polyethylene liner exchange and retrieval of the broken locking wire, and she wished to proceed.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event of disassociation was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.